Manufacturer narrative:
Product complaint#: (B)(4). Device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what is the lot number? No further information is available. Additional information was requested, and the following was obtained via: procedure date :(B)(6) 2022. Event date : (B)(6) 2022. Clinical department : neurosurgery. Additional info : there were no adverse consequences to the patient. The product was discarded. When the needle was inserted into the tissue and removed from the tissue, the needle was broken at 1 ~ 2 mm of the needle tip when the tip of the needle was grasped.

Event description:
It was reported that a patient underwent an unknown procedure on 07/29/2022 and suture was used. The needle broke during use. No adverse patient consequences were reported. Additional information was requested.